Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. No critical pump error (open book image) alarm noted during testing. Unable to verify battery power loss alarm due to blank display. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error and also received the open book image on the insulin pump screen. Customer stated that they noticed a beeping sound and then insulin pump was turned off. Customer stated that they saw a crack at part of the insulin pump. Customer also stated that there was exposed moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.